Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2021-01339 medical product e1 vngd as tib brg 14x83 item# ep-189124 lot# 419540; bmt 360 tib sm cruciate wing item# 185650 lot# 502160; series a pat std 37 3 peg item# 184768 lot# 449350; vanguard cr ilok fem-rt 72.5 item# 183013 lot# j3762484; bmt splined knee stm v2 21x40 item# 148296 lot# 119560. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately nine months¿ post implantation due to unknown reasons. Attempts to obtain additional information have been made; however, no more information is available.